Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transhepatic cholangiogram, the access wire tip detached. The physician was acquiring access to the patient's liver and bile duct region to obtain selective images of the contrast medium moving through the liver into the small intestine when the tip detached within the patient's liver. A computerized tomography scan identified the wire tip within the patients liver. An attempt to retrieve the access wire tip was not made by the physician.

Manufacturer narrative:
One partial device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.